Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was tested during maintenance. The root cause was determined to be a faulty valve slipped the suppliers final control due to a faulty test- setup. In consequence the test-setup was corrected and all faulty valves on stock either replaced or reworked. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. Hamilton fm 653570 rev. 01 medical page 3 of 4 investigation report (remediation) confidential complaint nr. (B)(4) in future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
During inspiratory hold and expiratory hold the pressure drops to 0. Please advice in repairing br marcel bax.